Event description:
Customer reported that he changed his insulin and the blood glucose readings went up to 500 mg/dl. Customer administered insulin and the blood glucose readings went up to 554 mg/dl. Troubleshooting was performed and the drive support cap and all setting appeared to be normal. Low reservoir alarm was noted in the alarm history. It was noted that the customer was in stage four renal failure. Customer's blood glucose readings at the end of the call were 551 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.